Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window cracked case at window corners and cracked battery tube threads.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized in intensive care unit due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was less than 25 mg/dl. Caller stated that the customer was in the dr. Office and the nurse filled the reservoir connected to the customer and the insulin pump delivered the whole 180 unit. Caller stated that the customer passed out and was taken to emergency room. Nothing further was reported.